Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the morning (52 mg/dl). Reportedly, customer's basal rate and carbohydrate ratio needs to be adjusted. Customer drank juice and ate crackers to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their pump settings.